Event description:
It was reported that the pt's ipg pocket had difficulty healing and began to open up. The pt complained of fluid draining from the pocket. The physician revised the ipg. During surgery, no signs of infection were found. The site was flushed with antibiotic solution. The physician implanted a new ipg on the pt's opposite side. The pt was sent home on prophylactic antibiotics and is currently receiving satisfactory coverage post-op.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.